Event description:
Caller reported a cartridge alarm issue with their insulin pump, which did not impact the customer's blood glucose level adversely. Technical support decided to replace the pump as the caller experienced cartridge alarms with consecutive cartridges, even though there were no previous reports with the same serial number. The customer, who did not have the most up-to-date pump software, was informed that they would receive a replacement pump with updated software and acknowledged the instructions provided by technical support, including putting the pump into storage mode and returning it to tandem. The customer agreed to use multiple daily injections as a backup insulin delivery method until the replacement arrived.